Event description:
Additional information was received from the manufacturing representative via email. Rep stated cause of charging issue was not determined. Rep stated the patient was going to call patient services and troubleshoot in real time to determine if the controller or re charging paddle needs replacing. To the rep's knowledge, the issue has been resolved. The patients weight is unknown and will not be made available as patient does not want to report it. (B)(6) 2023 rtg0447874, rpl (B)(6) (con): additional information was received from the patient. Pt called in and re-reported previously documented information from this case. Pt noted they saw the "battery empty cannot provide stimulation recharge your implanted device" message even though the top battery was at 70%, patient services specialist (pss) reviewed the top battery was for their controller battery and the message was normal. Pt added they spent 3 days recharging the ins battery to 80%, but they used to only take an hour. Pt noted the medtronic rep adjusted their settings and they noticed a change in ins battery depletion, which was expected. Pss reviewed ins battery depletion was dependent on ins settings and usage. Patient service specialist (pss) helped the pt inspect the recharger (rtm) cord, rtm plug, and controller port, but no visible damage was detected. Pt was recharging with excellent quality, but then just saw recharging with no quality. A replacement rtm was sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was rep reports patient is having issues charging their ins for the past month, in that it is taking them three days to charge it, and they are seeing multiple error messages. Rep reports the error messages the patient is seeing is "no device found". When the patient selects recharge from this screen, they are able to charge normally for a short amount of time. Rep reports the patient is not in a passive recharge mode, as they were able to get their ins up to 90%charge level and are still getting stimulation. The caller was not with the patient. Ts advised rep to have the patient call ps to troubleshoot. Ts provided the number for ps and emailed rep with the case number and ps number.